Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of device stopped during infusion was not verified. The device was found to infuse without stopping. No corrections were required in regards to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received, however an evaluation is not yet completed; therefore, a full device analysis could not be provided. Upon completion of the evaluation, when additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump stopped during an infusion on 10/26/2017 in the emergency room. There was no patient injury or medical intervention associated with this event. No additional information is available.